Event description:
Customer reporting 1 false negative sars result. It is unknown if confirmation testing was performed or symptomatic status of the patient. Attempts were made to gather more information from the customer without success.

Manufacturer narrative:
Investigation summary: attempts were made to gather more information from the customer without success. Without a lot number or data, no further investigation can be conducted. Root cause: unable to determine. Source: phone.